Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd tubing was leaking from the port during compounding and infusions. The issue involves a break in the line near the access port. There was a delay in therapy.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leaks or other anomalies were observed. There was no known cause of the reported issue, and no further action will be taken.